Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high out of range pacing impedances greater than 2000 ohms. The plan was to monitor. No adverse patient effects were reported.